Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 15 years ago. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination since its release for distribution in 1987. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. No information was provided about the associated femoral head. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address disassociation of the bipolar cup from the femoral head. Poly wear was discovered intraoperatively.